Event description:
A surgeon reported that during vitreo-retinal surgery, the fluid / air exchange (f/ax) mode and laser were used with the 25 ga. Vitrectomy pak. He repeated switching from "ready" to "standby". Suddenly, a system message appeared and f/ax mode was switched to perfusion mode. The system was shut down as it became inoperable. The system was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).